Event description:
It was reported that there was placement difficulty with the right ventricular (rv) lead. After the initial implant, the lead exhibited intermittent loss of capture and unstable thresholds. An echocardiogram revealed that the lead had perforated. The patient was returned to the operating room and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.